Event description:
A patient suffering from diverticulitis had a sigmoid colectomy on (B) (6) 2010. End to end anastomosis was performed 15cm from the anal verge using the car. When leak test was performed, it was positive. Tiny bubbles were seen on the right side of the ring that the surgeon reinforced with sutures. Second leak test was negative. The surgeon thought that the leak was due to a larger proximal bowel and also indicated that the purse-string may not have incorporated all the tissue. The surgeon gave the patient ileostomy to protect the anastomosis. The patient had diarrhea and a fever three weeks post operation. A CT scan and enema indicated small bowel fistula at the anastomotic site (contrast leak into the small bowel at the site of the fistula). The patient was kept on tpn and clear liquids. The leak healed itself and the ring was removed on (B) (6) 2010 (the ring was free, but had not passed due to the diversion). The anastomosis was completely healed at this time.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (B) (4) and the importer (B) (4). The device production history files were reviewed and found to be in order, indicating that the device was released pursuant to the product specifications. Leaks are anticipated adverse events in colorectal anastomotic procedures, patient's co-morbidities including nicotine abuse, clotting disorder and diabetes are known to be associated with an increased risk of anastomotic failure. The current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.